Event description:
The hcp reported that the pt presented with an increase in abdominal spasm. X-ray photo observed catheter fracture below v-wing anchor. The proximal part of catheter was removed and replaced. No other details were provided at the time of this report.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.